Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a malfunction occurred with the inflow graft during implant. After de-airing and coming off bypass, air continued to intermittently enter into the aorta. The doctor applied coseal through the holes to fully cover the graft. After the coseal was applied, air stopped entering into the aorta from the inflow graft material, demonstrating that the graft on that particular inflow was not acting as a sealed graft. A device tracking form was submitted to the manufacturer indicating that the patient expired on the same day of implant. The cause of death was listed as amiodarone lung toxicity.